Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (mobile system). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2 (performa system).

Event description:
Reporter stated that customer received the following results on 2 different meters within 5 minutes: 445 mg/dl (mobile system) and 199 mg/dl (performa system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.